Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2021. Approximately 1 year and 1 month after the initial procedure the patient had a right knee revision on (B)(6) 2022. The patient had and will continue to have pain and suffering, lost enjoyment of life. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.